Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't close when fired. The clips were ejected or fell from the jaws. Alternative devices were used to complete the procedure. There were no adverse consequences for the patient reported.